Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) - the product code 82-3832 with lot 4515943 showed 1 nr-report (nc-100358) when released to stock. Failure analysis - the valve was visually inspected; some needle holes were noted in the needle chamber, and a cut/tear on the side of the valve near the proximal connector. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve was leak tested and failed and leaked from the cut/tear/needle holes in the silicon housing. The valve was then pressure tested according to test method and failed due to the cut/tear in the silicone housing. The valve passed the test for programming, occlusion, reflux and siphon guard. The root cause for the ¿patient was found to have no csf flowing out from the abdominal catheter¿ could not be determined as no occlusion was noted with the valve at the time of investigation. The possible root cause for the ¿patient was found to have no "csf" flowing out from the abdominal catheter¿ is probably due to the cut/tear in the silicone housing at the proximal end of the valve. The root cause for the cut/tear in the silicone housing near the proximal connector is due to wrong handling, as noted in the IFU: silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve with siphonguard was implanted in a patient on (B)(6) 2021. After the procedure, the patient was found with an encephalocele. On (B)(6) 2021 a ventriculomegaly found and there was no obvious improvement of the hydrocephalus through "CT" check. On (B)(6) 2021, it was found out the there was no cerebrospinal fluid flowing out of the abdominal catheter through "CT" check. On (B)(6) 2021, the physician conducted the revision procedure and changed the valve with another of the same device due to suspicion of occlusion. Patient in stable condition.